Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4.5mm x 37mm enterprise® vascular reconstruction device (enc453712 / 9309016) pass through the tip of the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / 31471106) and the physician started to release the stent. It was found that the distal markers of the stent did not fully open nor expand as intended. During the process of retracting the stent into the microcatheter, the stent and the microcatheter ¿automatically moved backwards.¿ the physician removed the stent and the microcatheter from the patient for inspection and no abnormalities were observed. The physician delivered the stent again with the microcatheter, but the stent was impeded in the microcatheter hub and could not advance further. The physician retracted only the stent and replaced it with another stent (competitor brand) to complete the procedure. It was reported that the procedure was prolonged by approximately 40 minutes. There was no report of any negative impact to the patient. On 14-apr-2025, additional information was received. Per the information, the expectation for the procedure was ¿revascularization, improved blood flow.¿ the target vessel of the procedure was the c7 segment of the internal carotid artery (ica). The procedure was targeting a ¿non-aneurysmal, vascular dissection.¿ there were no vessel factors that may have contributed to the reported incomplete expansion. There was no evidence of obstructed blood flow due to the reported issue. The temperature indicator label on the inner pouch was checked and found to be within acceptable criteria. An adequate continuous flush was maintained through the microcatheter. There had been no resistance during the advancement of the stent. When the stent was removed, it was still on the delivery wire. The stent / stent delivery system was not damaged when the system was removed from the patient. The information indicated that there was no negative patient impact. The reported 40-minute procedure extension was to ¿re-copy, exchange microcatheter and replace stent.¿ the information indicated that the 40-minutes was significant because it improved the patient¿s blood flow, which contributed to the later recovery.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot: 9309016. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4.5mm x 37mm enterprise® vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. Only the detached stent component was returned for evaluation. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks). It was noted to be fully expanded with both ends completely flared. The issue reported regarding the distal markers of the stent not being fully opened was not confirmed since the stent was observed to be fully expanded during the analysis. The issue regarding a stent being impeded in the hub of the concomitant microcatheter cannot be evaluated through functional testing. The stent must be inside the introducer tube to perform the functional analysis. Additionally, the returned component did not present damages that suggest that it was forcibly advanced. With the limited information available, a conclusive cause cannot be determined; however, it is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. The delivery wire and introducer components might have gotten lost sometime during the post-operative handling or decontamination of the device. If additional information or components are received at a later time, this investigation will be reassessed accordingly. The stent detachment is not considered related to the encountered issue. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9309016. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) does contain the following recommendations: ¿ do not partially deploy the stent from the introducer. ¿ maintain adequate stent length (approximately 5 mm) on each side of the aneurysm neck to ensure appropriate neck coverage. ¿ confirm the tip of the delivery wire is entirely within the introducer. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 15-may-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.